Event description:
The customer stated that he has been experiencing high blood glucose levels, and he felt that the insulin pump was not delivering insulin accurately. The customer stated that he has also experienced thirst and excessive urination due to the issues. Troubleshooting was performed, and the insulin pump programming was correct. Found that the customer had not primed the infusion set properly. Explained proper priming technique. The insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement, prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.